Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy surgical procedure, the customer attempted to activate the harmonic ace instrument, but the instrument tip was broken while holding the tissue shortly after use. The procedure was completed with a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. During the procedure, the instrument tip broke and fell inside the patient's cavity. The fragment was retrieved during same procedure and confirmed with visual inspection. Post-operative tests were not performed. Additionally, the surgeon did not notice any issues with the functionality of the instrument. The instrument did not collide with any other instruments or other hard material during the surgical procedure. Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the distal end. The blade broke at roughly .49¿ from the base. Broken piece was returned with the instrument.